Event description:
Consumer reports, he tried a lens care disinfecting solution and experienced chemical burns to his corneas. His doctor has him on prescription drops. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device associated with this complaint was not received for evaluation. Product was discarded. Product history records could not be reviewed because the report has not provided a lot number or any identification traceable to the manufacturing documentation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested on 07/18/2008 (2) and 08/06/2008, but not received.